Event description:
Hi I have allergan natrelle inspira implants tsf I had them nearly two years ago now, but recently I've been experiencing a lot of pain and discomfort with them. I have recently been diagnosed with endometriosis so I thought it could be hormonal; however, after reading your article I am really concerned about the implants and the risks. Can you provide me with some advice and what I should do next. FDA safety report ID# (B)(4).